Event description:
A report of defective preloaded intraocular lens (iol) and planned explant was received noting that patient's daily activities were significantly affected post operatively. Additional information was received reporting that the lens was explanted and replaced with an unknown 13.0 diopter iol. Further information was received explaining that the initially reported defective iol was due to patient not seeing well after the implant. Reportedly iol was exchanged and there were no visible defects with lens. The patient is doing well after the exchange. No further information was provided.

Manufacturer narrative:
Section b3: date of event: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.